Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 450cc mentor memorygel breast implant and experienced left side breast implant rupture after a motor vehicle accident. The issue was confirmed via MRI. As a result, patient will undergo explantation and replacement surgery with silicone moderate plus 375-400cc device on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture; crushing injury. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 17, 2022, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received in two (2) parts. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 13, 2022, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade IV on the left, and baker grade iii on the right in addition to left rupture. On april 19, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left rupture; crushing injury, and capsular contracture; baker grade IV. This supplemental medwatch report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4).